Manufacturer narrative:
Unit was received with normal operating currents and passed self-test, a21 error test and displacement test. No unexpected low battery, bad batt, weak batt, batt out limit and failed batt test alarms noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that their insulin pump alarmed for failed battery test. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated failed battery alarm was recurred. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.